Event description:
Customer reported going to the doctor due to high device readings. Doctor increased medication. Device= 232 mg/dl. Medication change did not lower blood glucose. Doctor's device= 164 mg/dl and customer's device=303 mg/dl. No other treatment received. No controls used. A request was made for return product and replacement product was sent.